Event description:
It was reported that system diagnostics and normal mode diagnostics were run on the vns system and they returned a high impedance result with dcdc code 7 and output status limit. It was reported that the patient presented increased seizures after an initial improvement. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays dated on (B)(6) 2015 were reviewed by the manufacturer: the generator seems to be in the upper left chest in a normal placement. The filter feed-through wires could not be assessed due to the orientation of the device and the sharpness of the x-rays. The insertion of the lead pin into the generator connector block could not be fully assessed. There was behind the generator. No clear gross fractures or sharp angles were found on the visible parts of the lead. Based on the x-ray review, the cause for high impedance remains unknown. Further information was later received indicating that the onset date was (B)(6) 2015. The event was ongoing and replacement surgery was planned. No known surgical intervention has occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death.